Manufacturer narrative:
Analysis found that only the distal end of the lead was received. Visual analysis found external insulation abrasions noted in multiple locations between the shock coils breaching the ring electrode, right ventricle, and empty cable lumen consistent with friction to another device or feature of the heart. The external insulation abrasion, noted at 6.9 cm to 7.6 cm from the distal tip, breached the re cable lumen with abrasions noted to both of the etfe cable coatings. The external insulation abrasion, noted at 7.0 cm to 7.5 cm from the distal tip, breached the rv cable lumen with no damage noted to the etfe cable coating. The external insulation abrasion, noted at 7.1 cm to 7.6 cm from the distal tip, breached the empty cable lumen with no conductor cables in abrasion region. The inner lumen was abraded in this region with no damage noted to the ptfe liner. The ring electrode was completely covered in calcification. Suture sleeve tie impression noted at 44.5 cm from the distal tip.

Manufacturer narrative:
Date received by manufacturer: previous report should have been feb 10, 2020.

Event description:
It was reported that an externalization of coil was also noted on the lead, which prompted the explant.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and an insulation anomaly was noted. The lead was explanted and replaced. Patient condition could not be obtained.